Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with noisy signals noted on the primary and secondary sensing vector. Ts noted there had been a previous inappropriate shock in due to t-wave oversensing three months back. The device was reprogrammed to the secondary sensing vector. At a later date, another shock was delivered as inappropriate therapy, with low amplitude noted for the patients rhythm. Ts discussed sending in data for further review. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with noisy signals noted on the primary and secondary sensing vector. Ts noted there had been a previous inappropriate shock in due to t-wave oversensing three months back. The device was reprogrammed to the secondary sensing vector. At a later date, another shock was delivered as inappropriate therapy, with low amplitude noted for the patients rhythm. Ts discussed sending in data for further review. This device remains in service. No additional adverse patient effects were reported.